Event description:
It was reported that the patient with this pacemaker had undergone a magnetic resonance imaging (MRI) which required MRI protection mode in the pacemaker being turned on. After the MRI, the field was unable to reprogram the pacemaker back out of MRI mode. The patient was hospitalized overnight where their heart rate was noted to have dropped to 40 beats per minute (bpm) without any pacing being seen. Magnet application and a change to telemetry programming did not show any effect, so no programming was possible. The patient will be scheduled for a revision procedure at a different hospital. The pacemaker remains in service and no additional adverse patient effects were reported. This event will be updated should a revision procedure be performed and or the pacemaker gets returned back to boston scientific for analysis.

Event description:
It was reported that the patient with this pacemaker had undergone a magnetic resonance imaging (MRI) which required MRI protection mode in the pacemaker being turned on. After the MRI, the field was unable to reprogram the pacemaker back out of MRI mode. The patient was hospitalized overnight where their heart rate was noted to have dropped to 40 beats per minute (bpm) without any pacing being seen. Magnet application and a change to telemetry programming did not show any effect, so no programming was possible. The patient will be scheduled for a revision procedure at a different hospital. The pacemaker remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. No memory dump of the device was made available; however, a previous review of device data noted the battery voltage was normal and the power consumption was stable during the 10 months the device was implanted. No suspicious faults or resets were noted. Visual inspection of device case and header noted scratches on case and a cosmetic cut on the medical adhesive around the ra seal plug. Initial interrogation of the pacemaker revealed it was in MRI mode. Initially there was ra and rv pacing observed on the oscilloscope with a 500 ohms load on each, but the pacing quickly fades away in seconds. Overtime, the pacing comes back. When checking the pacing on the oscilloscope with no load, both the ra and rv pacing were consistent at 2.5 volts at 1 milliseconds pulse width, and at 90 pulses per minute. When attempting to exit MRI mode with the programmer, the programmer hangs up with the hourglass symbol displayed on the screen. Waiting until after the 'MRI mode time-out' to exit MRI mode also had the same results. Communication to the device using frrp noted the device was in primary operation, MRI mode was active, no power-on resets were present, and device info and firmware revision were intact. A software test was performed, and no issues were noted. While using frrp, the 'stop MRI protection' command was sent but the status still showed MRI active. A new communication with the latitude programmer was started and the programmer was now able to exit MRI mode successfully. The frrp status now indicates MRI inactive. Multiple subsequent sessions of putting the device into MRI mode and taking it out of MRI mode were successful along with observed corresponding MRI mode pacing with 500 ohms loads. The device was sent to analytics lab (ahal) for residual gas analysis (rga). Ahal and rga results indicated there was no hydrogen present. The device was then put through returns product testing, which involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. See real-time manufacturing integration. The device operated normally after changing the value with engineering tool and a cause was not established.

Event description:
It was reported that the patient with this pacemaker had undergone a magnetic resonance imaging (MRI) which required MRI protection mode in the pacemaker being turned on. After the MRI, the field was unable to reprogram the pacemaker back out of MRI mode. The patient was hospitalized overnight where their heart rate was noted to have dropped to 40 beats per minute (bpm) without any pacing being seen. Magnet application and a change to telemetry programming did not show any effect, so no programming was possible. The patient will be scheduled for a revision procedure at a different hospital. The pacemaker remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.